Manufacturer narrative:
Blade dull/poor cutting - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a gynecological procedure in early 2009. During the procedure, the hand piece was initially working. The surgeon was unable to complete the procedure as the hand piece did not appear to be sharp enough to cut the tissue. The procedure was successfully completed with another method with no adverse pt consequences.